Event description:
Reportable based on analysis completed (B)(6) 2014. It was reported that during insertion of the 2.5x32mm promus premier stent encountered resistance advancing through the y-adapter. Upon removal the shaft was elongated. The procedure was completed with a different device. No patient complications were reported and the patient status is stable. Examination of the returned device revealed stent damage.

Manufacturer narrative:
Device evaluated by manufacturer - the device was returned with a guidewire inserted through the tip with 84mm inserted inside this device. The proximal end of the guidewire was located just proximal to the broken bicomponent bond. The outer lumen was stretched leaving a gap of 121mm between the two broken inner sections. The distal inner (blue) was stretched and accordioned intermittently at two locations just distal to the bicomponent bond. The stretched sections caught on the guidewire causing the guidewire to be lodged and unable to be removed. There was no damage to the guidewire. The stent had moved 1mm proximally with the centre of the stent bunched up. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).